Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available to be returned for evaluation as it remains implanted within the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years, one (1) month due to unknown reasons.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, two (2) months due to increased gradient secondary to degeneration. Prior to tavr, the surgical valve had a gradient of 46.1mmhg. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve resulting in a gradient of 11mmhg. The patient tolerated the procedure well and was noted to be in recovery with expectation of discharge on pod #1. The physicians did not consider the valve degeneration to be early or a failure of the subject device.